Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unabe to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. Analysis of the log files confirmed that the frontal image processing pc(ippc) malfunctioned, and the cause was disk bay. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse found a bad ippc which needed to be replaced to resolve the issue. Fse replaced the ippc, software version of ippc was updated and also recreated the image store which resolved the issue. The ippc was returned for analysis and part analysis confirmed that the hard disk drive (hdd) bay was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the ippc, updating software version and recreating the image store. The codes were updated based on the investigation outcome.